Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, primary UDI number - additional information, d9: device returned to MFR - additional information, d9: date device returned - additional information, h2 type of follow up: additional information/ device evaluation, h3: device evaluated by mfg- additional information, h6: additional information.

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Product was also provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.